Event description:
Mammogram indicated possible implant rupture. Removed implant 10/9/96 which was found to be ruptured. Breast capsule and implant sent to pathology. Fibrous capsular segments with entrapped foreign body material consistent with origin from mammary prosthesis and associated foreign body granulomatous inflammatory reaction (right mammary capsule) per pathology report.